Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the broken power cord inlet and contaminated tube could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (broken power cord inlet and contaminated tube) was confirmed. The power cord inlet was damaged and contamination was found in the tube. During inspection and testing the following was also found: the suction feet are worn, the main switch is cracked and corroded, the top cover and rear cover¿s appearance is poor, the chassis is corroded. The unit failed flow and pressure tests due to the defective(worn) mouthpiece. The unit failed flow and pressure tests due to the defective pump. The unit failed flow and pressure tests due to the defective(kinked) tubing. Vibration or vibration noise is loud due to the defective pump. This complaint is most likely the result of normal wear and tear or the customer¿s handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the power cord inlet was broken, and the tube was contaminated on their maintenance device. There were no reports of patient harm associated with this event.